Event description:
It was reported that there was a revision of hip.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a revision surgery involving an unknown hip was reported. The event was not confirmed. Method results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed as medical records were not received. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that there was a revision of hip.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.